Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient revised for alval. This is a clinical patient, clinical report states the reason for revision was because of dislocation. Update 2/7/2013 - litigation papers received. It is alleged that the patient suffers from pain, discomfort, acetabular loosening, tissue necrosis with metal hypersensitivity, and joint effusion. Update ad 25 jul 2018 - receipt of ppf and sticker sheets. In addition to what was previously alleged. Ppf alleges pseudotumor.